Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on sensor patch and no issues were observed. Data was successfully extracted from the returned sensor using approved software. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The sensor was de-cased and a visual inspection was performed on the pcba (printed circuit board assembly), no issues were observed. The sensor was reprogrammed and a source measure unit (smu) test to check that the returned sensor¿s electronics were functioning properly was performed. All results were within specification. Poise voltage and sensor thermistor testing were also both within specification. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the abbott diabetes care (adc) device. It was reported that the customer received unspecified low sensor scan results and self treated with glucose tablet and food. Then customer experienced a headache and dizziness and was taken to the emergency room (ER). While at the ER the customer received a lower sensor scan result of 63 mg/dl compared to blood glucose readings obtained on a healthcare professional (hcp) meter of 363mg/dl, which when plotted on a parkes error grid and fell into the "d" zone, showing the difference in values to be clinically significant. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer was administered insulin (type/dose unknown) for treatment by a healthcare professional. There was no report of death or permanent injury associated with this event.